Event description:
It was reported that during a carotid pta/stenting treatment procedure, deployment difficulties were encountered. The rt who assisted in the case found that the carotid monorail 8.0-21 mm stent has prematurely deployed slightly. He attempted to deploy the stent, but was unable to pull back the stent release sleeve. He attempted this manuever several times when suddenly the stent fully deployed. At this time, he found that the end of the stent struts were not woven correctly. The procedure was successfully completed with a cordis "precise" stent. No pt injuries or complications were reported. This product is approved 'ous' only, but is similar to a device marketed in the us.